Event description:
The customer reported the equipment is "damaged". The complaint was clarified as "the device doesn't turn on". There was no reported pt involvement.

Manufacturer narrative:
(B)(4).